Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarm sound was not coming from the monitor, indicating that the audio was not working. There was no adverse pt impact due to this failure.